Event description:
Endoleak (type ib): three stent grafts were implanted as per the procedure, and one of them was the leg stent graft implanted in the right common iliac artery. The final angiography revealed type ib endoleak on the leg stent. There was a request to add a stent graft that is 24 mm or longer, and an excluder cuff (gore, 28 mm in diameter and 33 mm in length) was additionally inserted and implanted. The endoleak was confirmed to have disappeared. Operation type: evar ancillary devices: amplatz ultra stiff guidewire (boston scientific), reliant stent graft balloon catheter (medtronic) (tc#bm 211200189) patient outcome - "no health damage to patient."

Event description:
Endoleak (type ib): three stent grafts were implanted as per the procedure, and one of them was the leg stent graft implanted in the right common iliac artery. The final angiography revealed type ib endoleak on the leg stent. There was a request to add a stent graft that is 24 mm or longer, and an excluder cuff (gore, 28 mm in diameter and 33 mm in length) was additionally inserted and implanted. The endoleak was confirmed to have disappeared. Operation type: evar. Ancillary devices: amplatz ultra stiff guidewire (boston scientific), reliant stent graft balloon catheter (medtronic) ((B)(4)). Patient outcome "no health damage to patient."